Manufacturer narrative:
On (B)(6) 2019, biosense webster inc., received additional information about the event. It was reported that the patient later developed sepsis and expired due to sepsis complications. The exact date of death is unknown, but it was approximately 5 days post procedure. The cause of death was organ failure secondary to sepsis. The death was not a direct result of the initial complication. Instead, the initial complication (as described in the original complaint) required surgical intervention. After surgery the patient complained of major abdominal pain for the subsequent 24 hours that was feared to be an internal bleed caused by surgery. The patient was operated upon again in an exploratory manor to discover the source of the pain. Nothing unusual was discovered during the second surgery. In the days following that the patient developed signs of infection, did not respond to antibiotics, began exhibiting signs of organ failure and finally died. Note. Field 2. Date of death was left blank since the exact date of death is unknown, only that it was approximately 5 days post procedure. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30244184m number, and no internal action related to the complaint was found during the review. (B)(4).

Event description:
It was reported that a male patient approximately (B)(6) years old, underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a myocardial infarction (mi) which required surgical intervention. During the procedure, 13 minutes post ablation during isoproterenol challenge a mi was noticed. Ventricular tachycardia followed by cardiac arteriogram confirmed a blockage in the coronary artery. Patient was sent for emergent coronary bypass surgery. Post-surgical pain resulted in further exploratory surgery and associated hospital stay. Patient¿s condition has improved. Physician¿s opinion on the cause of the event is that it was patient condition related, as the procedure exacerbated the patient¿s condition. There was a known 50-75% lesion in the affected vessel pre-procedure.

Manufacturer narrative:
On (B)(6)2020 , biosense webster inc. Received additional information about the event. It was reported that the patient went for ablation for a pvc/vt idiopathic arrhythmia that was found to be located in the left ventricular outflow tract. Intracardiac echocardiography was performed during the procedure and distance from site of ablation to the nearest coronary was confirmed. Distance from left main coronary was felt to be appropriate per physicians to proceed with ablation. Ablation was completed and no issues were noted. During the post-ablation testing with isoproterenol, patient was noted to have some st segment elevation and began having more pvcs and non-sustained vt. Interventional cardiology was called to assess and patient underwent thrombectomy via interventional cath. After clearage of thrombus affecting the left anterior descending coronary artery, it was noted that the narrowing would recur. It did not appear to be spasm but patient continued to have decline in clinical status. CT surgery decided to rush patient to the operating room for emergent bypass surgery. Patient was undergoing resuscitative measures including chest compressions at this point. Patient made it through surgery and was noted to have thoraco-abdominal pain after surgery. Concerns for post-operative bleeding led the team to pursue exploratory surgery. To our knowledge, no bleeding was found. Patient was then found to be septic and eventually succumbed to sepsis with an outcome of death approximately 5 days post procedure. During the case, there was no noted errors or product malfunctions noted. The information indicates that one day post idvt ablation procedure and emergent bypass surgery the patient underwent additional exploratory surgery due to suspected abdominal bleeding. From exploratory surgery the patient was discovered to be septic and suffered an outcome of death. As such, the bwi devices have been determined to be concomitant for these events. The h6. Patient codes of 1802 (death) and 2067 (sepsis) previously reported should be considered removed as no longer applicable. The myocardial infarction encountered during the idvt ablation procedure continues to be MDR reportable as a serious injury, therefore, field h1. Type of reportable event has been changed back from "death" to "serious injury". Manufacturer¿s ref # (B)(4).